Manufacturer narrative:
The t:slim pump user guide cautions that insulin should be at room temperature before filling a cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge. Reportedly, the cartridge was filled with 300 units of cold insulin, and the fill estimate displayed 215 units. The customer's blood glucose level was 162 mg/dl. The customer declined to reload the existing cartridge with tandem technical support, and was recommended to fill the cartridge with room temperature per labeling instructions.